Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioflex meter displayed inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained during a follow-up call to the patient by a senior cca on (B)(6) 2019. The reporter alleged that for the four days prior to contacting lfs, the patient had obtained alleged inaccurate results of ¿71 mg/dl¿; the last occasion had been at 8:05pm on (B)(6) 2019. The patient manages his diabetes with humalog and lantus insulin. The reporter indicated that the patient had followed his usual diabetes management routine following the start of the alleged issue. She reported that at 4:03pm on (B)(6) 2019, the patient developed symptoms of ¿lethargy and dizziness¿. The reporter indicated that to treat his symptoms, the patient ¿ate a snickers bar¿ and lay down. She reported that on an unspecified date/time, the patient obtained a result of ¿76 mg/dl¿ on his contour meter. During troubleshooting, the cca confirmed with the reporter that the meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The reporter advised that ¿control test¿ had not been manually selected on the meter. The reporter/patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurate blood glucose results on the subject meter and continuing with his usual diabetes management routine.